Manufacturer narrative:
This report is being submitted for correction to h3 and update to b5. Reason for no device evaluation was inadvertently left blank on the initial report and has been updated now. Related patient identifiers updated in b5.

Event description:
Related patient identifiers: (B)(6). This event includes 3 reports. This report is 1 of 3.

Event description:
During a reprocessing in-service visit at the facility, the endoscopy support specialist (ess) noticed that the ebus 180 scopes were not having irrigation channel flushed with detergent and same precleaning sponge and detergent mixture was being used on bronchoscopes and ebus 180 scopes used during procedure of same patient. This report is being submitted to capture the incorrect reprocessing procedure followed onsite. There were no reports of patient harm associated with the event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus. Follow up in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: d8, h6, h10. Corrected: a1. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the facility improper device cleaning/reprocessing (not performing suction process during manual cleaning and reusing sponge and detergent solution without replacing) was likely due to a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility. Training has been conducted by olympus professional staff regarding proper handling. Additionally, the reported patient samples testing positive for penicillium species after bronchoscopy could not be confirmed, as no microbiological test results, including device culture tests were provided and not additional event information was reported or available. The event can be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.